Event description:
Info was received that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold measurements. During this procedure, the lv lead was successfully replaced. No adverse pt effects were reported as a result of this procedure.